Manufacturer narrative:
The initial report's name was not provided to siemens. The initial reporter facility telephone number is (B)(6). Siemens has completed a technical investigation of the reported event. Neither a device malfunction nor a general design issues has been identified. Siemens advised the customer to use the "auto" value for the estimated heart rate protocol setting, as this will assure that the system will choose the most appropriate setting for each patient automatically. Further action is not warranted at this time.

Event description:
It was reported to siemens that during a contrast enhanced CT scan of a (B)(6) old, female infant using the somatom definition system, interpolation artifacts occurred. The infant patient had received 5ml of contrast media (brand unknown) and the scan protocol was set up with an estimated heart rate of 100bpm. The average heart rate of the infant was 45bpm, resulting in an inappropriate pitch value for this scan. The infant patient was not rescanned due this incident; however, if detailed diagnostic information was needed for surgery, the patient would have had to be rescanned. There was no negative impact to the health of the patient. This report has been filed with an abundance of caution. The reported event occurred in the (B)(6).